Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02204. This report is being submitted as additional information. Section d9, h3: the pump remained in use supporting the patient following this event, however, the outflow graft, outflow graft bend relief, and sealed outflow graft collar were returned. Section e: the event occurred at mount elizabeth novena, singapore. Manufacturer's investigation conclusion: the evaluation of the returned sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar revealed a finding that could have contributed to reported event. The sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were returned from heartmate ii left ventricular assist system (lvas), serial number (B)(6) . Visual inspection of the sealed outflow graft revealed two kinks in the graft material. Both of the tissue ingrowths on the exterior of the outflow graft had formed around the graft kinks, suggesting that the graft had been kinked for an undetermined period of time while (B)(6) was supporting the patient. This finding appeared consistent with extrinsic outflow graft obstruction. Dissection of the graft revealed a small deposition of loosely coagulated, post-explant blood. No developed or laminated thrombus formations were identified. The kinks observed during the evaluation appeared to be consistent with the photos submitted by the account at explant. Although a specific cause for the observed kinks in the sealed outflow graft could not conclusively be determined through this evaluation, they could have contributed to the nearly constant low flow hazard alarms that were confirmed through the analysis of the submitted log file. A corrective action has been initiated to investigate extrinsic outflow graft obstruction associated with the heartmate ii and heartmate 3 left ventricular assist systems. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B is currently available. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that multiple and consistent low flow alarms occurred with an average flow of 2.4 liters per minute starting on the evening of (B)(6) 2017. The patient was asymptomatic during clinic assessment on (B)(6) 2017 and was admitted to the hospital for further evaluation. A system controller log file submitted to the manufacturer¿s technical services representative on (B)(6) 2017 showed no indication of thrombus being present within the motor chamber. A computed tomography (CT) scan performed on (B)(6) 2017 showed signs of stenosis at the outflow graft. An outflow graft exchange was performed on (B)(6) 2017. Operative findings reportedly showed a large amount of fibrin material on the exterior of the outflow graft that was compressing the outflow graft. A decision was made by the surgeons to only change the outflow graft as the pump was reportedly found clear of thrombus upon inspection and was functioning as intended.